Manufacturer narrative:
(B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date, no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent. Was a piece of the needle retained in the patient? What tissue is needle possibly located in body? Has there been any medical or surgical intervention performed to remove the needle? Event date what tissue was being approximated/ sutured when the needle broke? Was there any additional tissue damage as a result of searching for the needle? Are there any plans to remove the needle? If yes, please indicate date is there any adverse patient outcome? Will the actual sample be returned for evaluation? If the customer is not returning the broken needle, can we obtain photos of the broken needle for evaluation? Will any representative samples be returned for evaluation? Product return date and tracking number what in the physicians opinion are the factors contributing to the event?

Event description:
It was reported that the patient underwent an unknown open surgical procedure on unknown date and the suture was used for continuous suturing. It was found after the procedure that the tip of the needle was cracked during the surgery. The x-ray was not performed and there is a possibility that the tip of the needle is remaining in the patient. The patient's condition is stable. Additional information has been requested.

Manufacturer narrative:
Was there any additional tissue damage as a result of searching for the needle: no. Is there any adverse patient outcome: no adverse patient outcome; will the actual sample be returned for evaluation: yes, it will; will any representative samples be returned for evaluation: one sample product will be returned. The evidence of this examination indicates that the breakage occurred at the tip of the needle during use due to tensile overload. There is no evidence of any material flaw or defect that would cause premature failure. In order to avoid this kind of damage the package insert (IFU) cautions: grasp the needle in an area one-third (1/3) to one-half (1/2) of the distance from the attachment end to the point.